Manufacturer narrative:
No lead was received only the j stiffener wire was received. The j stiffener wire measured approx. 87mm. It appears that the entire j stiffener wire received with all recorded measurements add up to approx. 87mm.

Event description:
Device analysis is provided.